Event description:
Boston scientific received information that this right atrial (ra) lead was exhibiting loss of capture (loc) as well as undersensing of measurements. The patient was found to have twiddlers' syndrome causing a lead dislodgement. A revision procedure was performed to successfully cap and replace the lead. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.